Event description:
It was reported that the clamp arm broke off of the enseal device during a case and fell into the patient. The broken piece was retrieved visually, and a second like device was used to complete the case with no consequence to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and not returned. In addition, the I-blade upper tip was broken off and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached and the I-blade was damaged not all functional testing could be performed with the generator. A probable cause of the damage to the device could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.